Event description:
Exact date of event is not known, exact device used could not be identified. Customer reports that many of the unit's chemo infusions are underinfusing, as evidenced by significant volumes of fluid remaining in the bag at the expected end of the infusion. Pharmacy cannot account for the excess volume and this is a new finding since they switched to the alaris system earlier this year; they never saw this when using their previous technology. It is not limited to one particular drug and there have been no changes in pharmacy's filling process, or in the bags or solutions. The infusions are run as a primary. Typically, pharmacy uses a 250 ml bag of fluid and adds 100 ml volume with the chemo drug; this is then programmed to run over 2 hours. They are seeing 50-100 ml remaining at the end of the 2 hour period.

Manufacturer narrative:
(B)(4). Device return has been requested; customer does not currently have a device that this has occurred in but has agreed to set aside the next one that is observed and notify the manufacturer. To date no specific device has been identified as having this problem. If the customer returns a device for investigation, a follow-up report will be filed. All available information is included in sections a and b. This report was filed by the manufacturer.